Event description:
This patient was experiencing significant anemia and suspected gi bleeding; requiring rbc transfusions on several occasions. Evaluation with a capsule camera was undertaken by her physicians. She never passed the capsule camera in bowel movements. Monthly xrays of the abdomen were obtained to follow the capsule's movement through the bowel. They followed the capsule by radiography for approximately 5 months. The patient was at home when she experienced a syncopal event, loss of consciousness. During transport to the hospital, it was reported that she was pulseless at one time. Evaluation at the hospital indicated that she had a perforated gi tract. She underwent a laparotomy for exploration and identification of the perforation. The surgeon reported after the surgery -to the family- that the camera capsule was in her stomach, had perforated it, and should never have been left in place that long. He also stated that he could have removed the camera with a magnet on an endoscope.- during the surgery, a cancer was detected and surgically removed. Pathology unknown to reporter. According to the family, the physician who prescribed the capsule camera informed the family that the capsule recorded no abnormalities in the stomach and intestines. This is despite the fact that the camera never left the stomach, and proceeded to cause perforation. The patient is now post-operative, with a poor performance status, requiring nursing home care due to inability to ambulate and care for herself. The product was apparently not used properly in that when it did not pass from the stomach - as evidence by xrays- it was allowed to dwell in place for months.